Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a change sensor anomaly. The customer's blood glucose level was reported to be 150mg/dl. Troubleshoot was conducted. It was reported that the customer was advised that change sensor alarms require the sensor to be replaced. It was reported that the customer restarted the sensor. The customer was advised that the alarm would occur again, and need to change sensor. No further information provided.